Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt. A rupture and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and rupture induced by an unknown object. This type of pebax damage is further investigated under an internal corrective action. Continuing with the visual inspection, small bumps was observed on lumen shaft with reddish brown material at peek housing transition. An x-ray image was taken from the area and it was noticed that the t bars had slid down and applied stress at catheter tip lumen and peek housing transition contributing to the bumps and peek housing damage. An internal corrective action was created to address the peek housing issue on smarttouch families. The catheter was tested for deflection and failed due to the t bars being out of their place. An internal corrective action was created to address the t bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a deflection issue occurred since the catheter could not be deflected as intended during mapping of the left atrium. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The device was received by biosense webster failure analysis lab for analysis and it was discovered that there was a rupture to the pebax. This finding is MDR reportable because there is a loss of catheter integrity which could potentially cause patient harm. There were additional not MDR reportable findings discovered that posed no risk to the patient. The awareness date for this record is (B)(6) 2015 because that is when the reportable damage was discovered.